Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and a corroded motor home switch. We were unable to verify the pump error 40 alarm due to the critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and insulin pump errors. Customer's blood glucose value was 140 mg/dl. Troubleshooting was assisted. Alarm did not clear by selecting ok. Customer was advised to revert to the back-up plan. The device will be returned for analysis.